Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. Upon inspection the set screw was obstructing the bore and grommet damage was reported.

Event description:
It was reported that during the implant procedure the lv lead could not be securely set within the device. The device was not implanted. No patient complications were reported as a result of this event.